Event description:
Synovitis. Case description: spontaneous case: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a female (age not provided), initials unk with osteoarthritis (kellgren and lawrence grade 3 with no prior effusion). (B)(4). The pt's medical history was significant for previous medical device implantation with synvisc (hylan g-f 20); (two courses). It was reported that the pt was (B)(6) at the time of first course of first synvisc injection. On an unspecified date in 2008, the pt initiated treatment with intra-articular synvisc injection of third course in left knee, dosage regimen not provided. The lot number for synvisc was not provided. On (B)(6) 2008, he pt received the second synvisc injection of third course in left knee. On (B)(6) 2008, the pt experienced synovitis of left knee and received treatment with intra muscular depo-medrol (methylprednisolone acetate). On (B)(6) 2008 (after 24 hours), the pt recovered from the event of synovitis of left knee. Action taken with synvisc treatment was not provided. Concomitant medications were not provided. The intensity for the event was mild. The reporting physician assessed the relationship between synvisc and the event as definite. Follow-up information was received on (B)(6) 2013 and the pt initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review was not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: (B)(4). The benefit risk profile of the product is not altered by this report.